Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted therefore not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, the patient¿s capsular bag ¿busted¿ and the patient was left aphakic. The preloaded johnson and johnson (jnj) intraocular lens (iol) was involved. The extent of the involvement was not provided. Follow-up was performed but the customer was unable to provide further details. No further information was provided.